Manufacturer narrative:
(B)(4). The explanted product was not returned to neuropace for analysis.

Event description:
The patient started to notice a boggy area of fluid on her scalp and then experienced some hearing loss. Details are unclear, because the patient was seen at yale at this time. Ultimately, a CT was completed. The CT showed a pseudomeningocele. At yale, the patient underwent repair of the dura and drainage of the pseudomeningocele with lumbar drain placement. The patient noticed the same boggy area and hearing loss in the spring of 2024. A head CT was completed. The CT showed a pseudomeningocele around the same lead. The patient underwent removal of left temporal strip leads x 3. New left pulvinar and left hippocampal leads were placed. According to the pa, the rns strip lead eroded at the dura, the chronic dural opening caused a pseudomeningocele to form. The fluid drained toward the ear and caused a sensorineural hearing loss due to the fluid building up in the inner ear. The hearing loss has resolved now that the fluid has been drained. The patient is back to her baseline and doing well.